Event description:
The deltaplush coil could not be passed through the introducer sheath and severe coil damage was found during analysis. There was strong resistance.

Manufacturer narrative:
(B)(6). Complaint conclusion: the device was returned for analysis. As viewed through the sheath, the proximal end of the coil is severely damaged. The remainder of the coil is intact. The coil¿s socket ring has been bent distally toward the coil. The tip coil has been compressed in multiple sections. The contributing factor to the coil being unable to advance outside the sheath was due to severe coil damage. The coil damage was most likely the result of distal interference. The circumstances of how and where this damage occurred cannot be determined. Since there was no evidence of a manufacturing issue related to the complaint, no corrective action was taken. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.